Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: 1 box of products were received. Visual inspection concluded that the box had 10 fr catheters inside but the box was labeled 14 fr. Therefore, the complaint could be confirmed as reported.

Event description:
(B)(4). According to the information received a distributor gave a box of caths to a patient and the box was incorrectly marked. Product number was marked 114 but filled with 110 product.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received a distributor gave a box of caths to a patient and the box was incorrectly marked. Product number was marked 114 but filled with 110 product.